Event description:
Adverse event: in 2004, a health professional tried to intubate a pt experiencing respiratory distress using the mercury upsher fiber optic handle (laryngoscope) but the light did not function. The time spent to find another laryngoscope increased the risks for the life of the pt. The pt went into a coma but was resuscitated. The pt is said to be okay. Problem: light did not function.